Event description:
It was reported that the patient was having some difficulty with movement shortly after implant. The catheter was found to be broken at the dural membrane. The catheter was replaced. The patient recovered. Drug concentration and dosage were not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.